Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation for the past month and a half due to not recharging their scs system as recommended. Reportedly, external devices would not communicate with the ipg as well as the patient programmer displayed an error message. Troubleshooting with alternate external devices including replacement of the charging system did not provide resolution. As such, the ipg was deemed inoperable. Surgical intervention was undertaken as the next course of action. The original ipg was explanted and replaced with a new model during the surgery. Postoperative follow up is pending..

Manufacturer narrative:
Corrected data: explant date.

Event description:
Follow-up identified that therapy was restored postoperatively and the issue resolved.